Event description:
Pt's infusion set tubing broke off from the infusion site. Caller indicated that pt's blood glucose was elevated (243 mg/dl). Caller indicated that he gave pt a correcttion bolus and two hrs later her blood glucose was 287 mg/dl and 3 hrs later he blood glucose was 315 mg/dl. Caller indicated that he changed the tubing and the pt's blood glucose began to decrease.